Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from the manufacturing representative via the (B)(6) female patient. The patient was receiving intrathecal bupivacaine 30mg/ml at 5.27mg/day and morphine 30mg/ml at 5.27mg/day via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. It was reported that the patient was in the emergency room (ER) as the pump was alarming, and they found that the pump went empty on (B)(6) 2015. The patient also had and active infection/patient was septic requiring hospitalization , thus they would hold off on refilling the pump. The patient reported that she had a urinary tract infection, and also had something else in addition but was unknown what other infection was present. They were going to review options with the health care provider (hcp). No symptoms were reported. Additional information received from the manufacturing representative reported that the reason for the empty pump was due to the patient missing a refill appointment, and contributed the alarms from the pump to other household noises. The health care provider (hcp) reported that in fection was not suspected to be related to the pump but more likely a kidney infection. Blood work- patient had elevated white count. The patient was recovering with antibiotic therapy and the pump refill was still being delayed. If additional information is received this report will be updated.